Manufacturer narrative:
Continuation of medical devices: 419388 lead implanted (B)(6) 2006; 694758 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a loss of atrioventricular synchrony, heart failure with fluid retention, and shortness of breath. It was noted that the right atrial (ra) lead was fractured with high and undefined impedances. It was also noted that the ra lead was oversensing noise, resulting in mode switches. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.